Event description:
The manufacturer received information alleging a ventilator fails to charge its internal battery. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The internal battery connector was improperly connected to the power management board and the alarm speakers were disconnected. The components were properly connected to address the issues. The device had evidence of tampering.